Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Although requested, the ventilator serial number was not provided. Therefore, the manufacture date is not available.

Event description:
It was reported that during patient use, the ventilator compressor failed. The ventilation was not interrupted however, the patient was transferred to another ventilator with no harm. The ventilator was inspected and the compressor test failed the extended self-test (est). The outlet filter was found to be defective. It was replaced.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.